Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received a questionable lithium result for one patient on their cobas 6000 analyzer. A week prior to this event, the customer stated they observed problems with crp quality control and patient samples being twice as high as their targets after an unflagged calibration. The customer did not provide further details of this issue, but stated after re-calibrating all results were within range. The patient's initial lithium test was ordered the by laboratory's it system, and the result was 1.82 mmol/l. No actions were initiated by this results as customer did not trust the initial result and ordered the sample be repeated. The repeat results were 0.51 mmol/l and 0.56 mmol/l. It was unknown if any results were reported outside the laboratory. There were no adverse events. The lithium electrode lot number was 674160 and the expiration date was not provided. The field service representative found a malfunction of the probe wash station. He noted the sodium chloride cassette had been on board more than 120 days. He primed the tubes again. He changed the cuvettes and photometer bulb. Precision testing was performed. The system was working to specification again. The maintenance actions solved the issue.